Event description:
It was reported that a pump malfunctioned. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump, assisted the caller with the reset process, and confirmed the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again.